Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc. Considering the surgical methodology, itwas seen that the dentist has used less drills than recommended toperform the implant installation.

Event description:
(B)(4) ¿ the dentist reported that 6 months and 5 days after the dental implant was installed in intraoral region 2#, its non- osseointegration was observed. Moreover, 20ncm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type IV), bone graft was placed and immediate implant was performed.